Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's sensor went off in the middle of the night with low alerts, at the time of the event. However, when she checked her blood glucose level it was 120 mg/dl. The customer also reported that 20-30 minutes later the insulin pump went into threshold suspend. As a result the customer disconnected from the insulin pump and decided not to wear the sensor anymore. The product was not returned. Nothing further to report.